Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in czech republic. This emdr is being submitted for an unknown number quantity. It was reported that patient experienced repeatedly infusion sets tubing detachment event on (B)(6) 2026. The detachment occurred at the needle-connection point of the infusion set. No further information available.